Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 7 states, "undesirable shortening of limb." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same patient (reference 0001825034-2016-00526 & 3002806535-2016-00087).

Event description:
It was reported that patient underwent left total hip arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2015 due to unknown reasons. During the procedure, the head was removed and replaced. Subsequently, patient was revised again on (B)(6) 2015 due to allegations of the head being too large and a leg length discrepancy. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. This will be reported on 1825034-2016-02530.